Event description:
A patient reported that they were experiencing a sharp burning pain at the site of their implantable neurostimulator (ins). It was reported that the patient was having trouble lying on their back because it was so close to the surface. The patient also reported that it had been getting very warm at the site where the ins was placed. No further details were provided. Indications for use are spinal pain and failed back surgery syndrome.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.